Manufacturer narrative:
Date of event: exact date unknown, event occurred a few months from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not able to feel stimulation with her current program and would get stimulation in the unwanted area. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one. The patient was doing well postoperatively and the explanted ipg was not returned as it was kept by the medical facility.